Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. In addition, the wake button stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. The customer's blood glucose levels were in the 300 (mg/dl) range, which was addressed with a bolus delivery. Reportedly, the customer was able to load a new cartridge and resumed insulin delivery.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed for the wake button. Based on the analysis, the alleged alarm 19 issue could not be verified. Additionally, a different issue was identified.